Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. The pod was worn between 24 and 36 hours. The patient's blood glucose (bg) values reached 230 mg/dl. The pod was leaking.

Manufacturer narrative:
The formed needle was found to be visible in the exposed portion of the soft cannula. The formed needle was not seated properly within the slide retract which caused a failure of the needle mechanism to retract the formed needle. Damage was found to the slide retract which indicates that the hard cannula was incorrectly installed. Blood was observed on the adhesive pad. The failure of the formed needle to retract can also be confirmed as the cause for bleeding. Although there was an exposed needle, fluid was still able to pass through the entire fluid path and out the distal tip of the soft cannula. A leak test was performed and no leakages were observed.